Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that he had to remove the dental implant during its installation surgery because the perforation of the sinus membrane has occurred during surgery. In addition, the patient presented bone type ii.